Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted:(B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. It was reported the patient experienced an overdose. The patient experienced a coma due to this. It was believed the catheter "got clogged and when it got loose I had an overdose." The event resulted in a total system explant. Follow-up was being conducted to obtain the concentration and dose of the drug being delivered via the device system, other medications being taken, the patient's pertinent medical history, additional symptoms experienced, diagnostics/troubleshooting performed, cause of the catheter clogging, and outcome of the issue. If additional information is received, a follow-up report will be sent.